Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated power/flows which caused a concern for thrombus. The patient had no other symptoms and there was no diagnostic testing done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of suspected pump thrombus and power elevations could not be confirmed through this evaluation as no log files are available for review. Additionally, evaluation of the returned device under (B)(6) could not confirm pump thrombus. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for log files); however, no additional information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further reported issues until the patient expired on (B)(6) 2022 (captured under MFR # 2916596-2022-10709). Evaluation of the returned device could not confirm pump thrombus. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including pump thrombosis. This section also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate ii lvas, outlines indications of thrombus, and states how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.